Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Access was obtained via a left access site. The 80% stenosed, 22mmx3.0mm, eccentric, de-novo target lesion was located in the non-tortuous and severely calcified left circumflex (lcx) artery. A 24 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced but the stent dislodged and the device failed to reach to the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.